Event description:
It was reported that this pacemaker has been in safety mode operation for a while. It was noted the patient has no discomfort with this. As the patient no longer has a pacemaker indication, the cardiologist is considering leaving the pacemaker in the patient to avoid any infection risk. Technical services (ts) was consulted to determine if there are any potential problems with this. Ts confirmed the device will remain in therapy mode as long as the battery will support it, and the power will fade out without any problems for the patient. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.